Manufacturer narrative:
Please refer to the analysis report for complete details.

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and several attempts to transfer remote monitoring report in different rooms had failed. A new follow-up will be performed in (B)(6) 2015.

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and several attempts to transfer remote monitoring report in different rooms had failed. A new follow-up will be performed in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that rf function became unreachable after the follow-up performed on (B)(6) 2015 and several attempts to transfer remote monitoring report in different rooms had failed. A new follow-up will be performed in (B)(6) 2015.